Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA (B)(4).

Manufacturer narrative:
Corrected data: in the initial medwatch 2648035-2020-00432, we reported b1-adverse event because we considered the yamane technique as surgical intervention. However, the reported event was further reviewed by the johnson and johnson medical experts and they have determined that the yamane technique is not surgical intervention. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d10: device available for evaluation: yes section d10: returned to manufacturer on: 6/4/2020 section h3: device returned to manufacturer: device evaluation: the product was returned to the manufacturing site for evaluation. The lens was observed with residues of viscoelastic related to the handling of the unit in a surgical procedure. Also, a haptic damaged was observed. The reported issue was verified but it could not be determined if the condition observed is related to manufacturing process since impacted lens was used in a surgical procedure. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no other complaints were received for this production order. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
(B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion of the intraocular lens (iol) into the patient's left eye the haptic was bent. The doctor used the yamane technique to implant the iol. The iol was removed and replaced within the same procedure. There were no complications such as vitrectomy, sutures or incision enlargement and the procedure was completed successfully with a non j&j iol. Reportedly, the patient has recovered. No further information was provided.